Manufacturer narrative:
The pump was received with a blank display due to a broken component on the interface board. Also, the pump had a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.

Event description:
Customer reported via phone, she had dropped the insulin pump and now it has a blank display. The device was dropped from the sink. Customer didn't know her blood glucose level. Customer reported she was at 220 to 230 mg/dl. It was high due to her correcting for a low blood glucose level. She was low due to her not eating because she had surgery. Troubleshooting for the blank display was done and it was found the display did not return. After the customer inserted a new battery and cleaned the battery compartment and its components. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.